Manufacturer narrative:
The product has been received for investigation and a follow up report will be submitted when results are available. Due to the nature of the medical event, a report is being submitted. It should be noted, the customer reported using expired strips and not washing her hands prior to testing, both of which can alter the reliability of the results obtained.

Event description:
Customer receiving a meter reading of 269mg/dl on her freestyle blood glucose meter. Her husband transported her to a local hospital after experiencing "sleepiness" and was "unaware of the date and month." The hospital received a meter reading of 320 mg/dl on their meter. She was diagnosed with severe hyperglycemia and was treated with insulin. There was no report of death, serious injury of mistreatment associated with this event.